Event description:
Patient reported right side "concern with the product." Additionally, healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6. Visual analysis of the returned device identified: underweight, broken shell and missing piece of the shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) opening. Missing piece of the shell assessed as to inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "concern with the product." Additionally, healthcare professional reported rupture. Device has been explanted.